Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument for evaluation. However, the failure analysis has not been completed yet. A follow-up MDR will be submitted if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted colostomy closure surgical procedure, the customer informed the technical support engineer (tse) their image was upside down. The tse found no related errors. The tse recommended clearing the guided tool change by pressing the port clutch. The customer clutched arm 2 and installed the endoscope and orientation was correct. The customer continued with the new endoscope. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the customer informed the image was not inverted. The 30-degree endoscope had the issue. The 30-degree was in use when it would invert at calibration. The surgeon did not confirm desired orientation when endoscope was installed. The endoscope and endoscope¿s adapter were adapter/base still engaged/in-synch/attached. The were no damaged noted or observed on the endoscope's adapter/base such as missing screw(s) or component. Prior to the event the endoscope was not manually rotated 180 degrees. The vision did not harm or injury the patent.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The endoscope plus was visually inspected and mechanical damage was found in the idler gear bearing. Additional observations not reported by site: the endoscope was visually inspected and found with damage to the button pack assembly. Visual inspection confirmed hairline crack on snapshot of the button pack assembly. The endoscope was evaluated and found with a camera instrument adapter defect. The endoscope was placed through friction test using a screening aide to manually rotate the adapter to detect for friction. The camera instrument adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. The camera instrument adapter removed from endoscope housing and evaluated and found with attached endoscope adapter (aea) shaft bearing contributing to friction. The endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The root cause of camera instrument adapter ¿ aea idler gear broken/damage/missing is attributed to damage during use or during reprocessing.

Event description:
Refer to h11 for follow-up information.